Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: superion implant upn: 101-9812. Model: 101-9812. Serial: n/a. Batch: 29360815.

Event description:
It was reported that during the superion implant procedure the device broke into pieces. It was stated that as the physician deployed the implant to open it the spindle cap broke. All of the pieces were retrieved and it was verified by x-ray. A second device was utilized and the spindle cap broke, it was still attached to the loader and was removed. A third device was utilized to complete the implant procedure. This report is for the second device.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: superion implant. Upn: 101-9812. Model: 101-9812. Serial: n/a. Batch: 29360815. The returned device was analyzed and found that the spindle cap was completely sheared off from the implant body. The damage to the implant indicates the failure was due to a combination of deployment against resistance (e.g., bone) and physician failing to correctly attach the inserter to the spacer. A labeling review was performed on the device instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. Additionally it states do not force deployment or implant breakage or damage to bony structures may result. Based on all available information, engineers are able to confirm the root cause as unintended use error caused or contributed to the event.

Event description:
It was reported that during the superion implant procedure the device broke into pieces. It was stated that as the physician deployed the implant to open it the spindle cap broke. All of the pieces were retrieved and it was verified by x-ray. A second device was utilized and the spindle cap broke, while it was still attached to the loader and was removed. A third device was utilized to complete the implant procedure. This is the report for the second device.